Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause not determined however possibly due to increasing the device. Rep reported actions take: increasing the device and not having an excellent signal. Rep has not heard from patient.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient states for the past 1 -2 months she has been having to charge the ins more often. Pt states she used to be able to charge the ins every 5 days and now she has been having to charge the ins about every 2-3 days. Pt states she does not understand why she is having to charge the ins more often. Pt states there has been no changes to programming recently. Pt then stated she was having problems getting a connection and about 2-3 weeks ago pt called the manufacturer representative (rep) and the rep rebooted the external device which resolved that reported issue. Pt then mentioned she is being weened off her oral medications and is having more pain and her pain has been getting worse. Pt states she also has been having more pain and the pain has been getting worse. Pt confirmed the controller battery is not depleting faster than anticipated. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.